Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: visual examination of the returned device noted proximal stent strut damage, as a number of struts were elevated at the proximal end. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. No further issues were noted with the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention, difficulty crossing lesion occurred. Vascular access was obtained via the femoral artery. The eccentric, de novo target lesion was located in the moderately calcified and non tortuous right coronary artery. A 20mm x 2.75mm taxus liberté stent was advanced but the device was not able to cross the lesion. The procedure was completed using a 2.5mm x 20 mm taxus liberté stent. No patient complications were reported and the patient's status was stable. Returned device analysis revealed stent damage